Event description:
It was reported that there was a warning for low impedance on the right ventricular (rv) lead. It was noted that the bipolar impedance was lower than unipolar, and r waves were low in bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2006. (B)(4).